Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection on the units via the naked eye showed no signs of blockage or physical abnormality that could have caused the reported problem. A functional flow rate test performed. The flow rates were found to be within the specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had a no flow situation. The patient started with a full infusor, and when he returned to the hospital after three days the infusor was almost full when it was expected to be less than half quantity. There was no report of patient injury or medical intervention associated with this event. No additional information is available.